Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed boils under the front therapy electrode and on her neck under the holster strap. The patient reported that she is prone to developing boils. The patient's doctor provided the patient with an anti-bacterial ointment. During a follow up, the patient reported that the boils under the front therapy electrode had improved. The final medical outcome of the boils on the patient's neck is unknown.